Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed on the ventricular channel. As a result, eleven episodes of vt were noted. The physician was not sure whether the anomaly was related to the lead. The device was reprogrammed and patient will be monitored.